Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: blood pump. Additional text: device failure. Specific component(s) involved: driveline malfunction. Additional text: driveline severed causing pump stoppage. Other component: causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system. Other cause: intervention(s): other interventions, specify. Other intervention : device explantation. Implant device type: lvad.